Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).

Event description:
The customer contact reported, the device intermittently did not stop delivery when the stop key was pressed. The device was returned to the biomedical department with an unsigned note that stated, "stop button does not work." No tracking info was provided; therefore, specific patient info, pump programing, or event details were not available. During testing at the user facility, the device intermittently did not stop delivery when the stop key was pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.